Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of conformance and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is incorrect implant placement, placing the implant too deep. Part numbers, lot numbers, manufacturing dates, expiration dates and UDI/gtin numbers: 1st (superior): ifuse implant, p/n 7070-100, lot# 175692, mfd: 11 jul 14, expires 2019-07, (B)(4); 2nd (middle): ifuse implant, p/n 7060-100, lot# 444533, mfd: 18 mar 15, expires 2020-03, (B)(4).

Event description:
The patient had left side si joint arthrodesis in (B)(6) 2017 where three implants were placed. The patient's si joint pain felt better for three days following the initial procedure, but later complained of radicular pain symptoms. The surgeon determined that the most cranial positioned left side implant had breached the neuroforamen. In (B)(6) 2017, the surgeon performed a revision procedure where he removed the left side cranial and middle implants using chisels as they were both solidly fixed in bone. He then placed two new ifuse implants in different positions and filled the explant holes with bone graft. No other implants were adjusted or removed. The status of the patient following the revision procedure is not known.